Event description:
Consumer called to report her daughter's lab test results were very different from her readings on the plink. Analysis run on clark error grid using lab readings (58) as reference point vs. Bd readings (103) yielded some data points in the d range of the grid, outside acceptable limits.